Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient cannot recall the egv nor error message when she completely lost consciousness and had to be taken to the hospital. At an unspecified time, the patient's husband found her unconscious and administered a glucagon shot and called 911. No fingerstick was taken at that time. The patient was still unconscious when the paramedics arrived. She was told that they did a fingerstick and that the bg reading was 22 mg/dl. The paramedics gave the patient juice and peanut butter. The paramedics then took the patient to the hospital and she gained consciousness on the way to the hospital. She was already fully conscious at the hospital. The patient that blood work and fingerstick were done at the hospital but she does not know what the results were or the bg reading. She does not recall what her egv was at that time. No medication or treatment was given to the patient at the hospital. The patient stayed at the hospital for about one hour and arrived home at 6:00 pm (B)(6) 2026. At the time of the call, the patient said that she is fine. A call to the patient by cca np on (B)(6) 2026 to clarify the allegation was unanswered. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.